Event description:
The customer reported that the system's database was not available. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. Technical support was provided to the customer to perform a database directories review and removal of the database to force the recovery. The system was working on recovery for an extended period due to the volume of pt records. The system was put back into service.